Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to infection. The patient had previously tumbled and hit the device, which caused the pocket injury that lead to infection. No additional adverse patient were reported.